Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, omsc surmised that the reported event occurred because the customer did not replace the water filter regularly. Omsc concluded that this phenomenon is attributed to inappropriate handling by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user noticed that they had not replaced the air filter and water filter of the subject device for six months. There was a possibility that this device did not reprocess endoscopes effectively. There were no reports of patient injuries related to this incident.